Event description:
It was reported that after the pocket was closed, the right ventricular lead was observed with high capture threshold. The pocket was reopened to check the connection. The lead pin was removed and reinserted to the device header which resulted in an acceptable range for capture threshold. The lead remains in use. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.